Event description:
Caller reports that the customer tested hi on the device and took 15 units of humulin 70/30 before dinner. The customer began to feel ill within 10 minutes and did not eat her dinner. Caller states that the customer tested 195 mg/dl approx and hour later and the paramedics were called due to the way customer was feeling. The paramedics reportedly arrived within a few minutes and tested the customer at 34mg/dl on their device. The customer received a glucose IV and was transported to the hosp. At the hosp the customer's device reportedly read 58mg/dl while the hosp's device read 139mg/dl. The customer was later transferred to a different hosp to monitor her for pneumonia and her diabetes. No quality controls were used. Requested return of suspect device and replacement was sent.